Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative (rep) reported the following difficulty recharging: the patient couldn¿t get any bars and neither could the rep while in the office. It was stated the implantable neurostimulator (ins) wasn¿t too deep and not tilted. It was further reported that the rep attempted to use another recharger from their personal stock and noted the issue didn¿t resolve. The rep noted that the patient said the charging situation occurred suddenly. They were getting good coupling and then suddenly were not. The patient was implanted for non-malignant pain and failed back surgery syndrome. Additional information was received from the rep. It was reported that x-ray determined that he ins flipped in the pocket. The physician was to schedule a revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.